Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) had a "short life". The ICD was explanted and replaced. No patient complications have been reported as a result of this event.